Event description:
A facility reported that the mayfield modified skull clamp (a1059) could not be fixed on the patient; the fixing screw could not be found. There was no patient injury or surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Device history record (DHR) - the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the a1059 skull clamp revealed that the running surface in the breech is damaged and therefore the breech is tilted and cannot be closed depending on the position of the swivel body. The base must therefore be replaced along with some small parts. The unit must be assembled and checked. The unit was sent mixed up, jackscrew marked #1373609, base and arm #1313853. To resolve all issues, worn hardware has been replaced along with the base and the skull clamp closure has been adjusted. A function test has been carried out successfully, and the device was marked with the instance no. 1313853. Root cause - complaint confirmed via inspection of the unit. There was damage to the skull clamp and the unit required replacement of worn components. Probable root cause is rough handling and routine wear of the device and components. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.